Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. We were able to verify that the setting used at the time of the incident were forced coag effect 2, 80 watts and were not their desired settings of forced coag, effect 1, 25 watts. The unit was found to be functioning as intended and all of the outputs were within specification. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event (note: some unrelated service work was also performed on the unit.). Based upon the reported information, the settings used were higher than the desired settings. Therefore, the customer will be instructed to ensure that, prior to activation, the settings are confirmed for being appropriate to achieve the desired tissue effect. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work was being offered the involved medical staff. Erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. A hot biopsy and polypectomy was performed. The settings were forced coag mode, effect 2, 80 watts (note: the desired settings were forced coag mode, effect 1, 25 watts.). The physician noticed more thermal effect than normal (note: unrelated to the reported event there were footswitch and program issues. These issues were not involved with the event.). Several hours later the patient complained of abdominal pain. A CT scan detected free air and thickening of wall. The patient was conservatively managed and discharged after an overnight stay.